Event description:
It was reported by the rep that (1) cdh29 was used during a low anterior colon resection procedure. It was reported that the anvil of the device detached in the colon after removing the instrument after firing. The anastomosis was complete however, the surgeon had to perform a temporary colostomy procedure. Surgeon retrieved the anvil by opening the colon. Surgeon plans to reoperate in the future to take down the colostomy and re- attach the colon.